Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device randomly turned on by itself while it was plugged into alternating current (ac) power. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that while the device was not in use, it randomly turned on by itself while it was plugged into alternating current (ac) power. The bme also mentioned that the battery was recently replaced with a philips brand battery and requested troubleshooting for repair. The remote service engineer (rse) advised the bme to disconnect the battery from the device and leave it plugged in-- if the issue does not repeat, the rse recommended that the bme should replace the battery; however, if the issue persists, the rse recommended that the bme should replace the user interface (ui) printed circuit board assembly (pcba). The rse also advised the bme that the cause may also be due to a faulty power switch overlay and provided the bme with the part numbers of the ui pcba and power switch overlay for repair. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that while the device was not in use, it randomly turned on by itself while it was plugged into alternating current (ac) power. The bme also mentioned that the battery was recently replaced with a philips brand battery and requested troubleshooting for repair. The remote service engineer (rse) advised the bme to disconnect the battery from the device and leave it plugged in-- if the issue does not repeat, the rse recommended that the bme should replace the battery; however, if the issue persists, the rse recommended that the bme should replace the user interface (ui) printed circuit board assembly (pcba). The rse also advised the bme that the cause may also be due to a faulty power switch overlay and provided the bme with the part numbers of the ui pcba and power switch overlay for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme.